Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
It was reported that the patient experienced a post-operative infection with bleeding at the implant site. Additional information was requested; however, not made available was not made available as of the date of this report.